Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaked from the cycler sometime last night during his pd treatment. The patient reported the following morning when the patient removed the cassette, the inside of the cassette door was full of fluid that had also leaked under the cycler. Follow was made with the pd patient's contact, who confirmed no injury occurred. The contact stated the pd patient was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The contact stated the pd patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and stated no treatment was missed. The contact stated the pd patient continued completing continuous ambulatory peritoneal dialysis (capd) therapy. The disposable sample was discarded.

Manufacturer narrative:
Plant investigation: the peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed sign of physical damage unrelated to the reported fluid leak event. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks were noted in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. The peritoneal dialysis patient's report of the cycler fluid leak was not reproduced during the simulated treatment. Investigation of the device manufacturing records was also performed and no deviations or non-conformance were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaked from the cycler sometime last night during his pd treatment. The patient reported the following morning when the patient removed the cassette, the inside of the cassette door was full of fluid that had also leaked under the cycler. Follow was made with the pd patient's contact, who confirmed no injury occurred. The contact stated the pd patient was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The contact stated the pd patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and stated no treatment was missed. The contact stated the pd patient continued completing continuous ambulatory peritoneal dialysis (capd) therapy. The disposable sample was discarded.